Manufacturer narrative:
Findings: pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and unexpected restart error test due to motor error alarms. Pump passed displacement test, rewind test, basic occlusion test, prime test and self test. Pump passed all operating currents tested within the spec range and passed off no power test. Unable to confirm unexpected restart alarm due to overwritten history file. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level at the time of the incident is unknown. Troubleshooting was performed. The drive support cap was normal. The customer stated that the insulin pump was exposed to high magnetic fields and motor position encoder error alarm was found in the history. It was advised that the device would be replaced. The insulin pump will be returned for analysis.